Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an undersensing and oversensing issue was observed. The device had an alert for undersensing detected on secure sense and non-sustained ventricular oversensing. Programming changes were made. The patient was asymptomatic before and after the change.